Event description:
The customer reported that the vasoseal was deployed and the patient was sent home. Kit #1 was used. Patient returned to the physicians office complaining of pain in the groin. The physician felt there was a possible infection and sent the patient home on antibiotics. The patient returned to the physicians office for a third time with the vasoseal sheath starting to protrude from the skin two days later. The sheath was removed in the physicians office and the patient went home. No further compications were reported.